Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user stated that the new epic order were not shown on the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new epic orders were not shown in the pyxis. A technical support specialist (tss) found that the messages had failed to process for about 180 minutes due to a network connectivity issue with the structured query language database on the server. Once connectivity was restored, all messages began processing normally. Orders had not crossed earlier because of the same network issue, which was later resolved. No further issues were reported. The system functioned as intended after the technical support specialist investigated the device.